Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The customer reported that the sample probe was dirty and cleaned the probe. They reported that the system worked fine after cleaning the probe and have not had any additional issues. A field service engineer (fse) checked the system and adjusted the rinse water amount. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose results from the cobas 8000 cobas c 701 module. Sample 1 initial result was 39.6 mmol/l, and the repeat result was 8.36 mmol/l. Sample 2 initial result was 28 mmol/l, and the repeat result was 3.6 mmol/l. The questionable results were repeated because the doctor complained about the results. The repeat results were deemed to be correct and were reported to the doctor.